Manufacturer narrative:
The component failure is related to unforeseeable resorption of an implanted bone graft. The root cause is the resorption of the bone graft. As a consequence, the cup migrated, the screw heads mitgrated in the cup inner surface and got in the contact with the ceramic liner. The continuous migration of the cup and the protruding screw heads provoked the dislocation of the linerno contraindication is evident. The labeling (including surgical technique and IFU) is sufficient. No further actions are required. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).

Event description:
It is reported that femoral prosthesis dislocated, followed by disassociation of ceramic liner. Liner is not released in us.